Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber cap appeared partially damaged during the procedure and the fiber was partially end firing. The case was successfully completed with a second fiber. No patient clinical consequences were reported due to this event.

Manufacturer narrative:
Visual inspection of the returned device found no signs of break or fracture at the fiber tip. The glass cap exhibits severe devitrification at output window;. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. There reported issue of forward firing was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.